Event description:
The customer received questionable albumin gen.2 - urine application results for one patient. The customer received two urine samples from one specimen. The initial result for sample a was 0.27 mg/dl and was reported outside the laboratory. Sample b was processed by the modular preanalytic analyzer (mpa) before testing on another cobas 8000. The result for this sample was 76.51 mg/dl with a data flag. The sample repeated with a result of 276.11 mg/dl with a data flag. This sample was diluted 1:10 and repeated with a result of 263.80 mg/dl. This result was believed to be correct and a corrected report was sent. Testing was then repeated on the original cobas 8000 and the result was "really close to the last result on the other analyzer." Results of 75.47 mg/dl with a data flag and 266.67 mg/dl were provided, but it was unclear which sample these results were from. There was no adverse event. The reagent lot number was 60784701 with an expiration date of 09/30/2016. The customer refused a service visit and stated she thought the system was running within specifications and no other issues had occurred.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Investigation of the provided sample reaction monitor indicated that no sample was pipetted.